Event description:
It was reported that one day post implant, the patient was found to have a short-segment thrombus at the cephalic vein at the antecubital fossa region of the left arm. Left arm and hand swelling was noted as the patient was preparing for discharge from the hospital. An ultrasound report specified that the patient was negative for left neck or left upper extremity venous thrombosis. The patient was placed on coumadin and the device and leads remain in use. It was noted that the patient is taking part in (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).